Event description:
The reporter stated the surgeon attempted to insert a aa4203tf toric optic silicone single piece lens. The lens package was opened and the surgical tech loaded the lens. The surgeon advanced the lens in the injector. The lens was at the limbus when the surgeon noticed the lens was damaged. The surgeon pulled the lens away from the eye. The lens was not inserted into the pt's eye, but there was pt contact. There was no pt injury and another same model and size lens was implanted. Pt did fine. The surgeon ejected the lens onto a table and piece of haptic was torn off. Lot number for the injector was not provided.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4). Results - a visual inspection of the returned product found piece of plate haptic is torn off and missing. A mtc-60c fp cartridge was returned and there is no visible damage to the cartridge. There was evidence of clear surgical residue on both the lens and cartridge. Conclusion (other) - an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which wa subsequently closed). The CAPA addressed delivery system issues, including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root cause for lens tears include both delivery system issues and handling errors by the customer. (B)(4).